Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found no additional reportable findings. Based on the results of the investigation, it is likely that the following led to the malfunction: impact of a large mechanical force caused by a shock, fall, or collision with other devices. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the rigid endoscope telescope experienced damage to the light guide connection. The issue occurred during reprocessing. There were no reports of patient harm.